Event description:
It was reported that during a low anterior resection procedure, tissue jammed in jaw whilst firing device. Device jaws would not release and became jammed. The surgeon attempted to fire the device but nothing happened. The staff had to open a new device to finish the case. Procedure was prolonged 30 minutes. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.